Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 during an unknown procedure, the drill bit was dull. The surgery was completed successfully, though, it is unknown how it was completed. It is unknown if there were surgical delay. Patient outcome is stable. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3: event date is unknown. E1: updated reporters phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 03.010.061. Lot: l080300. Manufacturing site: bettlach. Release to warehouse date: 26.august 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary investigation selection: investigation site: (B)(6). Selected flow: 3. Damaged / worn. Visual inspection: the visual inspection has shown that the fluted tip section is worn out. There are wear marks and scratches on the whole instrument visible. The returned drill bit is all in all in used condition. Dimensional inspection: document/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: the received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in august 2016 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a combination between intense use and mechanical overload during use did lead to the dull cutting edges. In this context, we would like to draw your attention to ¿important information¿ check instruments for sound surfaces, and correct adjustment and function. Do not use severely damage uments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we concluded instruments, instr that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.